Manufacturer narrative:
The system was examined and the reported event was not replicated. Based on assessment, the product met specifications at the time of release. The root cause cannot be determined conclusively. (B)(4).

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A facility representative reported calibration is off for the intraoperative aberrometer resulting in the readings and values being incorrect.